Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implantation, under the slit lamp, he is noticing glistenings and large snowflake like opacities out in the optic on a lens. The surgeon only sees them upon examination. The patient is not reporting any visual disturbances. The lens remains implanted.

Manufacturer narrative:
Product evaluation: the product was not returned. Two photos were provided. The photos were evaluated by a company physician. The product investigation could not identify a root cause. Photo review: photo 1 multifocal iol showing round artifacts of variable diameter some darker; (B)(6) showing central haze/opacity across the iol, round light scattering artifacts. The exact position or origin could not be determined. May be compatible with glistening and iol opacification. (B)(4).